Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.

Event description:
It was reported the patient's blood glucose level rose to 23.5 mmol/l (423 mg/dl) while wearing the pod for approximately 24 hours. Hyperglycemia did not resolve despite multiple bolus corrections. The pod reportedly fell off the infusion site, causing the cannula to dislodge. Details regarding treatment were not reported.